Event description:
It was reported that during preparation of the device for a cardiopulmonary bypass procedure, the ultrasonic air sensor latch was broken off. As a result, an alternate device was employed. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt.

Manufacturer narrative:
The customer will order a new replacement latch.